Manufacturer narrative:
(B)(4). Alleged failure: piece of flowport polymer broke off in into hip joint space. Probable root cause: design: - inadequate material selection to support movement/manipulation by user, - cannula tubing thickness too small to support movement/manipulation by user, - cannula size or geometry does not promote proper visualization of joint, - excessively sharp tip of cannula damages tissue, manufacturing: - cannula not assembled, molded or machined to specification, application: - excessive force, - poor visualization through arthroscope. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the distal end broke off into the hip joint space. The broken piece was retrieved.